Event description:
It was reported that the cap did not close, and it came off quickly. According to the user facility, there were no infectious disease reported due to the result of the event. There were no patient harm or adverse events reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: five opened packages of the product were received for evaluation. No defects or anomalies were noted during physical inspection. The returned syringe samples and filter-pro devices did not function as intended, and the complaint was confirmed. The syringes were filled with dyed water prior to re-assembling them to the filter-pro devices. The syringe and filter-pro assembly was placed into the test fixture whereby an axial force was applied (1.5-1.6 lbf) to the plunger of the syringe. Results: separation of the components was observed. When pressure was applied to the assembly the filter-pro "popped off" and became disconnected from the syringe.